Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, that the lead was difficult to place and there was "screw rotation difficulty." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be extended and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.